Event description:
Same case as MFR report#: 2134265-2009-02759. It was reported that during that during an unspecified procedure, a burr entrapment occurred. The lesion was located in the severely calcified and mildly tortuous mid left anterior descending (lad) artery. The length of the lesion was approximately 10mm. During testing of the rotalink catheter outside the patient's body, the rotalink advancer and the 1.25mm burr separated but were reconnected successfully. The rotational speed set at 140,000 rpm. Upon attempting to ablate the lesion, the physician was able to perform a few runs by continuously advancing and retracting the 1.25mm burr as it rotated. The burr was maintained in one position as it rotated before the rotalink advancer and the 1.25mm burr disconnected again. The burr briefly got stuck in the lesion and stopped rotating on its own. The burr was manually removed with any harm to the patient. The procedure was completed successfully. No further patient injuries or complications were reported. The patient's status was reported as "ok".